Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 8.0fr fiberoptix ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the supplied teflon sheath was noted on the returned sample; fluid/liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Two bends to the iabc central lumen were noted at ap-proximately 23.3cm and 46cm from the iabc distal tip. Dried blood was noted on exterior surfaces of the returned sample. No obvious blood was noted within the iabc helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clam-shell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact, and no abnormalities were noted. The customer video was reviewed. The video shows the fluoroscopic view of the patient/ iab catheter and the iabc bladder appeared not fully inflating in the video, which is consistent with the reported event. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The cal key and fos were connected to the iabp. The cal key was recognized. The fos was connected and the iabp zeroed the iabc. The pump status dis-played "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. An external leak was immediately noted and located around the bifurcate bushing. Upon microscopic inspection, an external leak occurred at the proximal end of the bushing and the appearance is consistent with showing a void. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 23.2cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "possible helium loss 3 alarm and balloon does not appear to be fully unwrapped" is confirmed. An external leak is confirmed from the iabc bifurcate bushing. An external leak could result in an inability of the iabc to fully inflate and can cause the helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate bushing. The root cause of the leak at the bifurcate bushing is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "receiving a possible helium loss 3 alarm. Balloon does not appear to be fully unwrapped". A second catheter was inserted in the same insertion site. No patient injury or consequence. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported "receiving a possible helium loss 3 alarm. Balloon does not appear to be fully unwrapped". A second catheter was inserted in the same insertion site. No patient injury or consequence. The patient's current condition is reported as "fine".